Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported the evis exera iii xenon light source experienced a b30 scope communication error on several scopes. Through troubleshooting with tac, it was confirmed the customer was using a 190 scope and maj-1430 was plugged in for the 180 scopes. Tac instructed the customer to turn off the cv/cvl-190 and turn it back on and the error was gone, tac recommended that the user facility clean the scope contacts with lint-free cloths and alcohol as well in the future. As the issue was resolved, the device is not expected to be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source experienced a b30 scope communication error on several scopes. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.